Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his one touch verio sync meter had a power issue ¿ does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred on ¿(B)(6) 2015 afternoon¿. It is unknown what the patient¿s usual diabetes management routine is. The patient denied taking any action as part of his regular diabetes management routine due to the alleged power issue. ¿an hour¿ after the product issue, the patient claimed to develop symptoms of ¿feeling faint¿. The patient reported they ¿lied down¿ on advice from a health care professional (hcp) and obtained a result of, in the ¿30¿s¿ with the hcp device. At the time of troubleshooting the cca noted that there was no misuse of the product, that the correct strips were being used and it was not the first time the product was being used. Cca also noted when pressing the power button the meter did not turn on yet the customer was able to perform a rapid charge and the meter then turned on. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient made was seen by an hcp which suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately and reported signs of a serious injury when they obtained a result of ¿30¿s¿ on the hcp meter; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.